Event description:
Revision surgery - due to the patient falling and tearing his rotator cuff causing this revision. The surgeon converted to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cup after 10 months, 30 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The root cause for the torn rotator cuff was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.